Manufacturer narrative:
The thermogard console (sn (B)(4)) was evaluated at the customer's site and the reported complaint of the console displaying an air trap alarm was not confirmed during functional testing and not confirmed on the analysis of the event log. No device malfunction was observed. Upon visual inspection no physical damage was observed. During functional testing, the console displayed a coolant low alarm upon power up, this observation was not related to the reported event. After filling glycol, the console passed all testing criteria and meets performance specifications. During analysis of the event log, no issues were observed.

Event description:
During set up, the thermogard console (sn (B)(4)) displayed an air trap alarm. User was unable to prime start-up kit (suk) successfully. Following this, the console was replaced and ivtm therapy was continued without further reported issue. No known impact or patient consequence was reported.